Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant's investigation. Clinical review reveal there was no documentation in the medical record that indicates a causal relationship between the liberty cycler and the patient¿s hospitalization for fluid overload. Due to the lack of the aforementioned medical record information, no conclusion can be made regarding the cause of the fluid volume overload.

Event description:
A peritoneal dialysis patient contact called technical services due to drain complications and requesting a replacement cycler. The patient's contact stated the patient was having issues with fibrin. Follow-up with the patient's nurse confirmed they were admitted for fluid volume overload from (B)(6) 2016. The nurse reported that she changed the patient's drain lines for drain bags and the patient's peritoneal dialysis catheter was repositioned. The patient has been completing all treatments on the cycler.

Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no sign of any physical damage, and there were no indications of dried fluid within the cassette compartment. The simulated treatment was performed and completed without any failures or problems. The cycler programmed displayed values were within tolerance. A dc (drain complication encountered) support warning did occur, as expected, when the patient line was clamped during the drain phase, cycle 1. This shows that the received cycler will properly alarm if a drain problem occurs. The valve actuation and system air leak tests both passed, and the patient sensor calibration check passed. The load cell value and verification were within tolerance. Neither of the reported symptoms (not draining with no alarm and drain line blocked) were confirmed with testing. There were no discrepancies encountered in the internal inspection of the cycler. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.